Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the device is included in the emblem s-ICD accelerated depletion advisory population. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely, as the device is included in the emblem s-ICD accelerated depletion advisory population. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, an updated report will be issued.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.